Event description:
It was reported to medtronic minimed that the customer reported that the part where the pump holds the clip was missing a part. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with pillowing keypad overlay, scratched case, cracked keypad overlay, cracked battery thread, cracked battery tube compartment, broken battery cap, battery cap contact missing, and broken belt clip rails. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when a cracked battery thread, broken belt clip rails, and a cracked battery tube compartment were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.